Event description:
Edwards received notification from our affiliate in spain. As reported, this was a case of a 29mm sapien 3 transcatheter heart valve implant in the aortic position by transfemoral approach. The patient presented with severe aortic insufficiency and a non-calcified native annulus. The patient was ruled out for surgery as per their clinical condition. Despite of the off-label case, it was decided to continue with the implant of a 29mm sapien 3 valve +3cc balloon volume. After deployment, in the control angiography it was observed that the valve was displaced towards the left ventricular outflow tract (lvot). A second valve was prepared for implantation. The first valve was unable to be retrieved with a snare and 26mm atlas balloon catheter. The valve embolized into the ventricle and the retrieval was impossible. The patient was transferred to open surgery to explant the 29 sapien 3 valve and undergo a surgical aortic valve implantation and a mitral repairment. The patient was transferred to the ICU. The patient passed away.

Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion. Remained implanted.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and completion of the engineering evaluation. The additional information provided was that the cause of death was noted to be cardiogenic shock and multiorgan failure. The device was not returned for evaluation as it was explanted and destroyed. Therefore, a no product return engineering evaluation was performed. Imagery was provided by the site and revealed the following: the thv was embolized into ventricle. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve embolized into ventricle was confirmed based on provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that this event involved deploying sapien 3 thv in a non-calcified aortic annulus. Thv implantation in a non-calcified native aortic annulus using the sapien 3 (s3) valve with the commander delivery system (ds) is not an indicated use of the device. Therefore, this was off-label operation. Per the instructions for use (IFU), valve embolization requiring intervention are known potential adverse events associated with the transcatheter heart valve replacement procedure. As reported, ''it was a case of a 29mm sapien 3 transcatheter heart valve implant in aortic position by transfemoral approach. Patient presented severe aortic insufficiency and, a 593.8mm2 non-calcified native annulus and a lvot of 533.8mm2. The patient was ruled out for surgery as per his clinical condition. Despite of the off-label case, it was decided to continue with the implant of a 29mm sapien 3 valve +3cc balloon volume. After deployment, in the control angiography it was observed that the valve was displaced towards the lvot.'' In this case, the valve was implanted in a non-calcified native aortic annulus. Due to lack of calcification at native annulus, the deployed valve could not securely anchor to the target site (native annulus), which led to deployed valve dislodge from the target site (native annulus) toward ventricle resulting in thv embolized into ventricle. As such, available information suggests that patient factors (non-calcified annulus) and/or procedural factors (off-label operation) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.